Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018 (B)(6). It was reported that maybe scar tissue was making the ins not as powerful. The patient had not yet been evaluated by their healthcare provider concerning not feeling the ¿zing.¿ the patient reported that now they feel it on b and if they lift their arms while lying down. The patient reported they would reach out to their manufacturer representative. It was a bummer that their lead was not able to cover their neck and chest pain, but it helped their butt pain. The right leg pain passes right through. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome- other. It was reported that the patient had their implant since (B)(6) 2016 and since then they could not lay down on program d because it ¿zings¿ them. The patient stated that they usually lay down on program b. However, they stated last night, (B)(6) 2017, the patient laid down on program d and the did not feel the ¿zing¿ that they used to. The patient stated that they thought this was kind of weird. The patient was redirected to follow-up with their healthcare provider (hcp) to address their reported issue. The patient indicated that they were supposed to see their hcp after their hysterectomy. No further complications were reported/anticipated.